Manufacturer narrative:
The product has been requested to be returned but has not been received. Note: this report is made solely based on the customer's reported claim. (B)(4).

Event description:
Customer reported the alarm has power yet when pressure is released from the sensor, the alarm does not sound. The customer did not provide the date when this was found. No pt incident or injury was reported.